Event description:
It was reported that the customer was admitted to the hospital with diabetic ketoacidosis; cause was not provided. A blood glucose level was not provided. Customer declined follow up with tandem technical support. No additional information was available.